Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of emergency room visit was 600 mg/dl. The customer was vomiting and the mother drove her to the hospital. The customer was admitted to the hospital (B)(6) 2015. The customer was in the hospital for 5 days and was wearing the pump at the time of emergency room visit. Customer was also experiencing no delivery then and blood glucose was 600 and she was sent up at the hospital.